Manufacturer narrative:
(B)(4). D11 - concomitant devices - persona posterior stabilized articular surface right 12mm catalog #: 42522400712 lot #: 64242659, persona posterior stabilized cemented narrow femoral component right size 8 catalog #: 42500006402 lot #: 64001038, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 64398739. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial loosening approximately six (6) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records provided. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial loosening accompanied by pain, swelling, ambulation difficulties, a cyst and radiolucent lines approximately six (6) years post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted the femoral and patellar components were well-fixed and remained implanted, but the tibial component was grossly loose with sclerotic bone identified between the cement and bone. The tibia was excised and there were no reported intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.